Event description:
Related manufacturer report number 3006705815-2019-02724; related manufacturer report number 1627487-2019-08278. New information received states that the device was explanted, and a new device was implanted as a result to resolve the issue. The leads were checked via a trial cable during the procedure and both leads were stable. There were no complications during the procedure and therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02724.related manufacturer report number 1627487-2019-08278.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 3006705815-2019-02724, related manufacturer report number 1627487-2019-08278. It was reported that patient experienced a recent fall which resulted in one of the leads being pulled out of the implantable pulse generator (ipg) header which was confirmed via an x-ray. Patient experienced ineffective stimulation as a result of the pull out. Programming changes were attempted on one of the leads to receive adequate coverage however was unsuccessful. A surgical intervention procedure is anticipated in the near future to help resolve the issue. No further information is available.